Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947, implantable tachy lead - (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to cosmetic esc (environmental stress cracking) developed while in vivo, and the outer insulation of the lead was observed to have blood ingression.